Event description:
On (B)(6) 2015, the reporter contacted animas alleging the display was dim and discolored. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: during testing, the display screen was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.